Event description:
It was reported that there was damage to the tandem charging cable. The customer mentioned the cable was hot to the touch and visibly frayed at the ends. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.